Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was no patient harm; all the broken parts were retrieved. No other medical intervention needed and the procedure was successfully completed.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. Per facility, the complainant part will not be available for manufacturer investigation/review. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screwdriver broke during surgery on an unknown date. The procedure was completed without reports of delay, but further information is not available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the visual inspection of the returned screwdriver has shown that the tip of the hex is broken off and the remained part is badly twisted. The hexagonal part of the instrument shows strongly wear marks at the first two millimeters. This is a clear indication that too much torque, far over the calculated design, was applied onto this instrument. Further investigation has shown that this instrument was manufactured in june 2006. Because this instrument is more than 10 years old, it is likely that the damages were caused due to wear and tear over the years. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Device is worn from normal use and servicing. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: june 23, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.